Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two of the heartstring iii seals did not deploy correctly. A third replacement unit was used to complete the procedure. The hospital did not report any pt effects. The products are not returning as they are discarded. Refer to MFR report # 2242352-2011-01815.